Event description:
It was reported that the external pulse generator (epg) had a display problem. The epg has been returned from repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display was bleeding pixels, out of specification. It was also noted that the upper case and lower case were broken and contaminated, the knobs and battery drawer were contaminated, the side bail covers, side bails, ring cover, and ring were missing, the lead flex cover was broken and the battery contacts were compressed. (B)(4).